Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. . Without a lot number, the device history records review could not be completed as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this pc is related to (B)(4) which reports about the large quick coupling and chuck with key. This pc reports about the drill bit. It was reported that (B)(6) 2020, the patient underwent a surgery for tibia diaphysis fracture by using the expert tn system. During the surgery, the surgeon engaged the drill bit with the large quick coupling, and then tried to make an incision, but he could not use it because it was spinning idle. Instead, he engaged the drill bit with the chuck with key and tried to drill it but the trs itself did not work. He decided to use their own power tool (non-j&j product) and then made an incision successfully. He could use the other instruments by using the trs without any problem, so he could complete the surgery successfully with a less-than-30-minute delay. After the surgery, as the surgeon tested again how it worked, he confirmed that the chuck with key worked properly, but the large quick coupling was spinning idle, which was same as it happened during the surgery. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).